Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out during priming process at times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had grinding noise during rewind and dim screen makes it difficult to read and rubber piece on back of insulin pump came off and also rejected new battery. The device will not be returned for analysis.